Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family was unknown, the foley catheter ifus were found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the customer had the same issue with the foley catheter twice now. It was stated that the first time was in april, the customer felt liquid on the leg one night and found water draining out of the attachment for the balloon. The catheter collapsed and slid out. And the second time was two weeks ago on july 28th at the doctor's office. The nurse replaced with a new catheter, and then it started draining again while they were still in the doctor's office.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer had the same issue with the foley catheter twice now. It was stated that the first time was in april, the customer felt liquid on the leg one night and found water draining out of the attachment for the balloon. The catheter collapsed and slid out. And the second time was two weeks ago on july 28th at the doctor's office. The nurse replaced with a new catheter, and then it started draining again while they were still in the doctor's office.